Event description:
It was reported that the surgeon was implanting an axsos 4.0 compression plate and had a locking insert in the distal end of plate and it popped out intraoperatively. Surgeon tried to put the locking insert back in intraoperatively and it did not work so surgeon used a new locking insert and it worked fine and surgeon was able to complete the case. Surgery was on pt's left side for a mid shaft radius fracture.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.